Event description:
The customer reported via phone call that they had air bubbles in their reservoir. The customer stated the air bubbles occurred after the customer attempted to remove the reservoir from the transfer guard. The customer stated they were unable to clear the air bubbles and performed a reservoirchange. Customer's blood glucose was unknown. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.